Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus europa se & co. Kg (oekg). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based on the information from oekg, there was the possibility that this phenomenon was attributed to the breakage of the camera cable due to user handling. If additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to olympus (B)(6) (oekg). Oekg checked the subject device and found that the endoscopic image of the subject device could not be displayed, and the color bar was displayed on the monitor. Oekg surmised that this image issue caused by the failure of the cable unit but did not confirm any damage on the camera cable. In addition, it was found that several points of rust on the scope mount and the focus ring. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that in unspecified timing, it was found that the endoscopic image of the subject device had failure. Also omsc was informed that two video processors could not recognize the subject device while connecting. There was no report of patient injury associated with this event.